Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2015, rv bipolar lead impedance measured 513 ohms and increased to 950 ohms. This was a single coil lead, and no superior vena cava (svc) coil was in the port. Analysis of the device memory indicated the right ventricular lead integrity alert. Rv lead integrity warning occurred (B)(6) 2014 for sensing integrity counter greater than thirty in three days and rv lead impedance variation in the last sixty days. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, sic up to 9, and non-sustained episodes with evidence of isolated lead noise and oversensing occurred.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant product: unknown lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device alarmed for high impedance and oversensing with the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.